Event description:
As the hot pack was being activated, it burst and sprayed the therapist's face and eyes. The individual returned to work after three days.

Manufacturer narrative:
A physical therapist was attempting to activate the hot pack went the pack burst, sending the contents into her face and eyes. She was sent to the ER where she was evaluated and discharged home with an ointment for her eyes. She returned to work after three days. No complications were reported. The sample was not retained but they believe the break in the pack was at a seam. The contents of the pack is magnesium sulfate anhydrous and water. The msds sheet states that no adverse effects are expected if there is contact with the eye but that dust may cause mechanical irritation.